Event description:
It was reported that lead integrity alert tripped due to oversensing and lead noise. The source was questioned including the possibility of something in the patient's home. Evaluation of possibilities in the patient's home revealed no signs of oversensing so a review of save to disk data was requested. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and found noise and the lead integrity alert had triggered. The lifetime ventricular sensing integrity counter is 1015 and all counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system.